Manufacturer narrative:
H6: added component code 829.

Manufacturer narrative:
As gore was unable to determine which gore® dryseal flex introducer sheath was involved in the alleged event, an additional device (item no. Dsf2233 / lot no. 23628800) will be identified on this report. It should be noted the gore® dryseal flex introducer sheath instructions for use (IFU) states ¿adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result.¿

Event description:
On (B)(6) 2021, the patient underwent endovascular treatment of a thoracoabdominal aortic aneurysm using a gore® dryseal flex introducer sheath (dsf) and a gore® tag® conformable thoracic stent graft with active control system. During the procedure, an attempt was made to insert a 24fr sheath from the left side, but resistance was reportedly noted. The cause for the resistance was unknown, but the patient¿s access vessel was reported to be narrow (measurement not provided). The 24fr sheath was removed and the procedure was continued using a 22fr dsf. Final procedural imaging reportedly revealed an endoleak of unknown origin. The physician elected to monitor the endoleak, and the procedure was completed. The patient tolerated the procedure. On the same day, after the patient returned to the intensive care unit, blood flow insufficiency was reportedly observed in the left lower limb. According to the report, acute arterial occlusion was diagnosed. The physician suspected that the iliac artery may have been damaged upon insertion of the dsf, and that a blood clot may have formed due to the vessel injury, causing the occlusion. A femoro-femoral artery bypass was performed to treat the occlusion. (B)(4).